Event description:
It was reported that the left ventricular (lv) lead had dislodged. A venogram performed revealed stenosis of the lateral vein with no available targets. The physician determined that a new lv lead placement was not possible. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk ICD, implanted: (B)(6) 2011. (B)(4).